Event description:
It was reported that the gingival cuff won't fit. After placing the 2120 implant, three gingival cuffs were tried, but they only went in partway. When a different implant was substituted, the gingival cuff was able to be attached immediately. The doctor is requesting an investigation, as the internal thread of the implant may be defective. He is requesting an answer as to why the gingival cuff cannot be attached. The sales representative reported that the gingival cuff used was either 1806, 1807, 1808, or 1809. Procedure completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) 2120, (impl twist mp-1 3.75 mmd 11.5 mml) for evaluation. Visual evaluation and functional test were performed. Returned implants shows some signs of wear/use. Some bone residue can be observed on its external threads. Some minor damage to its inner threads was identified but in-house screw threads with no issue. Tested with in-house abutment and it engages, disengages and seats as intended. DHR review was completed for the subject lot number 2023021223. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023021223 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : fit : other¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002z1 rev 9, the most likely root cause determined from the investigation was user error. Therefore, based on the available information, a device malfunction has not occurred. During functional testing the product functioned as intended, no problem found. The reported event was unconfirmed following functional testing and physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.